Manufacturer narrative:
When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (~0.5859mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and middle sections of the pipeline flex shield braid appeared not opened due to damaged braid. The proximal end of the braid was fully opened and moderately frayed. Kinks and bends found on the pusher at 24.0cm to 27.5cm from the proximal end. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the customer's photos and analysis findings, the pipeline flex shield was confirmed to have failure to open and resistance during delivery as the distal and middle sections of the pipeline shield braid were not opened due to damaged braid. In addition, the proximal end of the braid was found fully opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Furthermore, the pipeline flex pusher appeared damaged. From the damages seen on the pusher (kinking/bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex shield through the phenom catheter against resistance. It is likely that the severe vessel tortuosity may have contributed to the failure to open and resistance during delivery issues. There was no non-conformance to specifications identified that l ed to the failure to open and resistance during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-450-16. Mdrs related to this event: 2029214-2019-00832 2029214-2019-00833. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that two pipeline devices did not open properly during the deployment. The patient came for planned treatment of aneurysm with pipeline flex with shield (ped2). The aneurysm was in the ica, was unruptured and saccular. The distal landing zone was 4 mm and the proximal section was 4.5 mm. The anatomy was reported to have been severe in tortuosity. The devices were prepared and used per the instructions for use (IFU). The access was very heavy. Proximal ica showed a very steep loop, which was not easy to overcome. The first pipeline device was not able to open properly in the distal section. A new pipeline device was attempted and again did not open in the middle/distal section. The procedure was completed using a new device. No patient injury was reported to have occurred.